Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically and tactile examined. The device showed a fracture located 16.5cm from the hub. The device was not completely separated, the inner liner was still connected. There were no coating issues noticed. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities. The complaint for a coating issue was not confirmed; however, a fracture was confirmed.

Event description:
It was reported that device was missing hydrophilic coating. A 180cm/135cm renegade hi-flo fathom system was selected for use. Upon preparation, it was noted that the device was missing a hydrophilic coating. The procedure was completed with another of the same device. There were no complications reported and patient was stable.

Event description:
It was reported that device was missing hydrophilic coating. A 180cm/135cm renegade hi-flo fathom system was selected for use. Upon preparation, it was noted that the device was missing a hydrophilic coating. The procedure was completed with another of the same device. There were no complications reported and patient was stable.